Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient complained of inadequate pain relief while on a secondary infusion of dilaudid. Upon further inspection, the rn noted the secondary infusion was backing up into the primary bag. There was no patient harm.

Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17017814 is (B)(4). The customer¿s report of backflow was not confirmed. The primary set was visually inspected and no anomalies were observed. The check valve was inspected under magnification and noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no back flow past the check valve or into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of the reported event was not identified.